Event description:
It was reported that the insulin pump got damaged caused by a vehicle accident. It was stated that the customer was the driver. The drive support cap is not damaged. Blood glucose value is unknown but it was normal. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, pump self test, off no power test, unexpected restart error test, rewind test and basic occlusion test. All operating currents were in specification. It was unable to prime during prime test due to moisture damage on force sensor resistor. Device had slightly cracked end cap, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.